Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 801 module (e801). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Please refer to the medwatches with the following (B)(6). Refer to the attachment for all patient data. The sample was initially tested on the customer's e801 analyzer. Testing was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a second e801 analyzer, a cobas 6000 e 601 module (e601), and acobas e 411 immunoassay analyzer (e411). The e801 analyzer used at the customer site was asked for, but not provided. The e801 analyzer used for investigation was serial (B)(4). Ft3 reagent lot number 257824, with an expiration date of 31-oct-2018 was used on this analyzer. The e601 analyzer used for investigation was serial (B)(4). Ft3 reagent lot number 227001, with an expiration date of 31-mar-2018 was used on this analyzer. The e411 analyzer used for investigation was serial (B)(4). Ft3 reagent lot number 257857, with an expiration date of 30-jul-2018 was used on this analyzer. For the runs performed at the customer site and investigation, the ft3 values that were generated are well within the normal reference range of the assay. The mathematical difference in ft3 values generated by the customer and during the investigation may be caused by a sample specific issue. Based on the provided information, a general ft3 reagent issue most likely can be excluded.

Manufacturer narrative:
A sample from the patient was provided for further investigations. No interferences were detected in the sample. The values generated at the customer site and initial investigation testing could not be reproduced. The ft3 value was slightly above the normal reference range of the assay which fits with the value generated with the centaur analyzer. The investigation was unable to find a definitive root cause.